Event description:
On 7/2001, sscor, inc. Received a telephone call from facility. Facility is an ambulance MFR that purchases co's sscor/board suction units and installs them in its ambulances. Faciity informed sscor that they had received a report from another facility to the effect that a pt had died while being transported with the other facility ambulance and that the dr on board the ambulance may have indicated that the sscor suction unit was not working properly and could have contributed to the pt's death. As of this date, the reported incident remains unconfirmed despite sscor's repeated attempts to acquire additional info, specifically telephone requests.